Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, one of the buttons on the delivery system was getting stuck, and the first flange of the stent prematurely deployed. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device code 1484 captures the reportable event of stent first flange premature deployment. A hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was received partially deployed on the delivery system, confirming the report that the first flange of the stent prematurely deployed. The stent deployment hub was at step #2, the catheter hub was in its original position, and the catheter lock was in the unlocked position. The yellow safety clip was not returned. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. There was no difficulty locking or unlocking the catheter lock or the stent lock. The stent was able to be fully deployed without any resistance or issue. The stent was measured to be within specifications. There were no other issues noted. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, one of the buttons on the delivery system was getting stuck, and the first flange of the stent prematurely deployed. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.